Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was not returned for evaluation. The log files of the controller in use during the reported event revealed that the controller did not contain the smr software. Review of log files also revealed that the battery obtained an abnormal high cycle count of over 3000. This is observation is indicative of a communication between the controller and the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error between the controller and the battery. An internal investigation has been opened to evaluate the communication errors and implement corrective actions as required. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to the erroneously high cycle count of the patient¿s battery. The battery subsequently tested out of specification during manufacturer¿s analysis. The battery remains in use. No patient complications have been reported as a result of this event.